Event description:
It was reported that the right ventricular lead exhibited a decrease in sensing thresholds of 1.7 mv in bipolar and low impedance of 266 ohms in the unipolar configuration. A chest x-ray revealed that the lead sustained a subclavian crush. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Final analysis found that the proximal coil on the connector portion was opened, due to clavicular crush located at 21.3 to 21.7 cm from the connector pin. All the filars of the proximal coil were also fractured.